Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. The complaint alleged that the low water alarm went off when there was plenty of water in the 1650ml reservoir in a nicu setting. The returned column was placed in a neptune and connected to a 1650ml water bottle. Water immediately filled the lower tube and into the column. After setting up the column in a heater and connecting it to a full 1650ml water bottle, the heater and continuous airflow (~2lpm) through a neonatal nasal cannula were turned on. The low water alarm did not turn on. Then, the column was set up the same way but with an empty water bottle. The low water alarm did turn on with an empty water bottle. This behavior is expected and normal. The results of the investigation are inconclusive because the column acted normally and the events could not be recreated. The low water alarm did not go off when there was water in the bottle and column, and it did go off when there was no water in the bottle or column.

Event description:
The customer alleges that the column is setting off the low water alarm when there is plenty of water in the reservoir. Lower flow rates are set in the nicu.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record of batch number 74b1601612 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. No corrective actions can be implemented due to the lack of device sample to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges that the column is setting off the low water alarm when there is plenty of water in the reservoir. Lower flow rates are set in the nicu.